Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 6.1 had not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 6.1 cubies were not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative. The report of the pyxis medstation es aux (drawer 6.1 all cubies not on bus) was confirmed during the fse testing and subsequently validated in the dchu testing process. According to wo (B)(4), the fse reported that medstation cubies in drawer 6.1 were not detected on bus. The fse replaced retractor band. Laboratory visual inspection confirmed that there were no signs of physical damage on the component. A continuity test was performed on the ends of the retractor band. It was concluded that every pin had continuity as expected. After installing the assy retractor dwr hh cubie on the hta, the drawer was not detected on the hta. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d). Root cause: the root cause is being attributed to a faulty assy retractor dwr hh cubie as the hta failed to detect the drawer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 6.1 had not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6.1 all cubies not on bus. A field service engineer (fse) replaced retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device